Manufacturer narrative:
Serial number: n/a, software version: n/a , color: blue, battery life remaining: n/a, per visual inspection: missing cap and cartridge holder. Customer reports: the dose knob isn't clicking correctly and reading the wrong number. The hard to dial more than 4 units. Several attempts were made to pair inpen, every time app displayed dose doesn't match and inpen not found. The inpen does not pair with commercial mobile app. Leadscrew received fully re-wound. The inpen screw retracts when dialing and advances when turning dose knob and high resistance while dispensing and dialing noted. Hard to dial more than 4 units. The injection button was removed and no dust / debris under the dose button or dose knob noted. Inpen was cut open and after inspection it was found that the encoder pattern wheel tabs rotating causing misalignment of the encoder and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing and preventing inpen to pair due to misalignment of encoder. In conclusion: it was determined that pairing anomaly and the customer complaint of hard to turn the inpen dial is confirmed. However, unable to verify dose log anomalies complaint due to misalign encoder pattern wheel rotating and traveling against the walls of the dose nut. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the inpen was broken or damaged. Dose knob was not working correctly. No harm requiring medical intervention was reported. The customer will discontinue use of the device.